Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("severe menorrhagia"). The patient was treated with surgery (laparoscopy bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain/pain pelvic chronic, worsening') and menorrhagia ('severe menorrhagia/abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2014, malaise, heavy periods and pregnancy (intrauterine, week 33 + 3 on (B)(6) 2014). Previously administered products included for an unreported indication: microgestin. Concurrent conditions included pelvic pain since 2013, vaginal bleeding, menorrhagia, migraine, appendix disorder, appendectomy, night sweats and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression/psychology injuries"), anxiety ("mental anguish") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2017, hysterectomy (full) on (B)(6) 2018 and laparoscopy bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, abdominal pain, hot flush, depression, anxiety, weight increased and migraine outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for psychology injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful occlusion. Laparoscopy - on (B)(6) 2015: findings: rather unremarkable essure device placement with healthy-appearing tubes; a little bit of inflammation in the cul-de-sac. Appendix with hyperemia and prominent vascularity. Pathology test - on (B)(6) 2017: endometrium, curettage: secretory endometrium, no atypical hyperplasia or malignancy. Ultrasound pelvis - on (B)(6) 2015: essure tubal occlusion devices are seen toward each uterine cornu, mild splenomegaly. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Outcome for fatigue updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain/pain pelvic chronic, worsening') and menorrhagia ('severe menorrhagia/abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2014, malaise, heavy periods and pregnancy (intrauterine, week 33 + 3 on (B)(6) 2014). Previously administered products included for an unreported indication: microgestin. Concurrent conditions included pelvic pain since 2013, vaginal bleeding, menorrhagia, migraine, appendix disorder, appendectomy, night sweats and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression/psychology injuries"), anxiety ("mental anguish") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2017, hysterectomy (full) on (B)(6) 2018 and laparoscopy bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, abdominal pain, hot flush, depression, anxiety, weight increased and migraine outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for psychology injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful occlusion. Laparoscopy - on (B)(6) 2015: findings: rather unremarkable essure device placement with healthy-appearing tubes; a little bit of inflammation in the cul-de-sac. Appendix with hyperemia and prominent vascularity. Pathology test - on (B)(6) 2017: endometrium, curettage: secretory endometrium, no atypical hyperplasia or malignancy. Ultrasound pelvis - on (B)(6) 2015: essure tubal occlusion devices are seen toward each uterine cornu, mild splenomegaly. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain/pain pelvic chronic, worsening') and menorrhagia ('severe menorrhagia/abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2014, malaise, heavy periods and pregnancy (intrauterine, week 33 + 3 on (B)(6) 2014). Previously administered products included for an unreported indication: microgestin. Concurrent conditions included pelvic pain since 2013, vaginal bleeding, menorrhagia, migraine, appendix disorder, appendectomy, night sweats and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression/psychology injuries"), anxiety ("mental anguish") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation on (B)(6) 2017, hysterectomy (full) on (B)(6) 2018 and laparoscopy bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, abdominal pain, hot flush, depression, anxiety, fatigue, weight increased and migraine outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for psychology injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful occlusion. Laparoscopy - on (B)(6) 2015: findings: rather unremarkable essure device placement with healthy-appearing tubes; a little bit of inflammation in the cul-de-sac. Appendix with hyperemia and prominent vascularity. Pathology test - on (B)(6) 2017: endometrium, curettage: secretory endometrium, no atypical hyperplasia or malignancy. Ultrasound pelvis - on (B)(6) 2015: essure tubal occlusion devices are seen toward each uterine cornu, mild splenomegaly. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event: abdominal pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain/pain pelvic') and menorrhagia ('severe menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included malaise, heavy periods and unintended pregnancy. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, menorrhagia, pelvic pain, migraine, appendix disorder, appendectomy and night sweats. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation, hysterectomy (full), salpingectomy and laparoscopy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, hot flush, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, weight increased and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: essure tubal occlusion devices are seen toward each uterine cornu, mild splenomegaly. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received : following events werwe added : hot flashes, abnormal vaginal bleeding, depression, mental anguish, dyspareunia (painful sexual intercourse, weight gain, dysmenorrhea, fatigue, migration of essure device location of device: uterus, migraines / headaches. Outcome of the event pelvic pain was changed from unknown to recovering/resolving. Reporter information added.medical history and concomitant conditions added. Concomitant products,treatment drugs added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('persistent pelvic pain/pain pelvic') and menorrhagia ('severe menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included malaise, heavy periods and unintended pregnancy. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, menorrhagia, pelvic pain, migraine, appendix disorder, appendectomy and night sweats. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression/psychology injuries"), anxiety ("mental anguish") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation, hysterectomy (full), salpingectomy and laparoscopy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, hot flush, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, weight increased and migraine outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for psychology injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: essure tubal occlusion devices are seen toward each uterine cornu, mild splenomegaly. Concerning the injuries reported in this case the following events were confirmed via patients medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- outcome of the events- "abnormal bleeding (vaginal, menorrhagia) , pain pelvic " updated to "recovered " incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.